Manufacturer narrative:
Corrosion damage of the socket was identified as the probable cause of the failure.

Event description:
The micro drill was sent in for eval because it would not stop running during a procedure. The procedure was successfully completed; no adverse consequence was associated with the device.